Event description:
Per the clinic, the patient experienced no benefit with the implant and requires MRI for non cochlear device related issue. Subsequently, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.